Event description:
On 25-sep-2017, (B)(4) (motion concepts importer) was notified by one of its dealers ((B)(4)) regarding the following incident: per invacare tbm (B)(6) (territory business manager) was notified by one of their dealer (B)(4) advised end-user stated actuator for recline broke causing him to fall out the chair and reinjure to his spine. (B)(6) advised not aware if end-user sought medical attention. (B)(6) advised dealer stated end-user advised he has hired an attorney. (B)(6) advised not aware if end-user is currently still using the chair. (B)(6) and dealer stated end-user has been delaying on getting a new chair. (B)(6) advised dealer provided a number of (B)(4) that has to do with his chair. (B)(6) advised dealer also provided a date of 4/13/2007 which is when chair was provided to end-user. Invacare provided the base of the chair and it was shipped to motion concepts for the seating. (B)(6) could not provide patient weight or any further information. Serial number comes up in their oracle system. No return done at this time.